Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the optical sensor issue. Clinical details report a psnr alarm during priming. The pump was disconnected and reconnected, but the alarm reproduced. Data logs were reviewed and the psnr alarm was confirmed. There were no issues noted with optical sensor calibration, and optical signal 5s parameters were all stable and within expected range at case start. However, within the first 15 minutes, snr began to trail downward and contrast began to spike up to 100% intermittently. This progressively occurred more often, resulting in the the ps railing to 3000 and a psnr alarm. The following 2 rt logs show contrast at 100, snr at 0, and the ps railed. Gain and lamp appeared unaffected. The returned pump was investigated and all optical signal 5s parameters were within the expected range and remained stable while the pump ran in a bucket of water. The pump also passed laser continuity testing. Further review of a subsequent pump run on the same console showed similar patterns in contrast and snr. Upon cross-functional review of data logs and the returned pump, it was determined that the console is potentially the cause of the reported optical sensor issue. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was primed and waiting to be inserted. A placement signal not reliable alarm occurred after priming for 20 minutes. It had not entered the body so the white cable was tried to be pulled out and light check and cable was reinserted. The alarm went off again. The decision was made to not use that catheter as this patient may be on support for a long time waiting a transplant. This is one of three related reports. Other reports will be submitted to represent the other impella 5.5 pumps.